Event description:
The customer reported that the c-arm of the 8800 system would not move up or down. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative spoke with an on-site engineer. A power supply needs to be replaced. No conclusion can be drawn as repair information is unavailable.